Event description:
The myosure device would not work during a dilation and curettage with hysteroscopy. When the pedal was pushed, no energy was transmitted from the generator to the handpiece. The pedals were exchanged to see if this was the problem, but this did not work. In the previous case with this system, the myosure had stopped working mid-procedure. Due to this prior malfunction, the myosure was abandoned for the current procedure. Only one myosure generator exists in the hospital. The rep was contacted but he could not bring a new one until the afternoon. The versapoint operative hysteroscope was obtained and equipment gathered for this slightly different procedure. The patient spent a longer time under anesthesia because of this equipment malfunction, while new supplies and equipment were obtained and set up, but otherwise no harm came to the patient.